Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A CAPA has been initiated to address this issue. A review of the mfg records shows that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Same case as 6000089-2007-01671. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5 x 12mm non-bsc balloon, inflated to 8 atms for 60 seconds. The physician placed a 2.50 x 16mm taxus express2 drug eluting stent, inflated to 14 atms for 60 seconds, and a 2.50 x 12mm taxus express2 drug eluting stent, inflated to 14 atms for 60 seconds. The stents were overlapping. Plavix was prescribed. Two hrs post the stent placement, the patient presented with chest pain and st elevation. Angiography identified thrombus in the stents and ivus revealed the stents were slightly under deployed. The physician treated the thrombus and under deployed stents with angioplasty and thrombectomy. Patient was taking asa and plavix at the time of the event. Medications given: plavix, heparin, and integrilin. The patient was discharged the following day. Three days post the initial procedure, the patient presented with chest pain and st elevation. Angiography identified thrombus in the lad. The physician treated the thrombus with angioplasty and placed a bare metal stent (MFR unk). Patient was taking asa and plavix at the time of the event. Patient status reported as "ok".